Event description:
Healthcare professional additionally reported "inflammatory tissue."

Manufacturer narrative:
E1. Phone number continued: (B)(6). Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture-breast: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a3a, b3, b5, d6a, d9, h3, h6.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional additionally reported skin inflammation/irritation. Device has been explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.